Event description:
(B)(6) 09: "caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6)08, inratio: 1st 1.9; 2nd 3.6; 3rd 3.2.

Manufacturer narrative:
On jan-13-2009: inratio precision data provided by end-user lot for inratio meter results: date: (B)(6)2008, 1st inr = 1.9, 2nd inr = 3.6, 3rd inr = 3.2. Date: (B)(6)2009, inratio meter: mean: 2.9, sd: 0.9, %cv: 30.6. The 30.6% cv is more than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Testing will be performed when meter is returned. Strips will not be returned because they expired and testing is not required.